Event description:
It was reported that a patient underwent a prolapse repair procedure on (B)(6) 2011 and suture was used. The patient developed voiding difficulty on the second to third post-operative day at home. When the physician saw the patient on post-operative day 10, the patient had massive urinary retention and marked swelling of the vagina, introitus and urethral meatus. The surgeon opines that a possible suture reaction is suspected. Additional information has been requested.

Manufacturer narrative:
(B)(4). Urinary retention occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.